Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
At the end of a persistent atrial fibrillation ablation procedure, the physician noted what appeared to be thrombus on the coronary sinus catheter in the right atrium. Nothing was seen on the catheter when it was removed from the patient. The physician did not allege this was due to any deficiency of the catheter. The patient was stable and aware after the procedure, there were no complications. It is unknown if any imaging was done prior to the procedure to rule out thrombus and it is unknown if the patient had any predisposition for thrombus. No thrombus was noted on ice in the right atrium at the beginning of the procedure. There were no performance issues with the catheter.